Event description:
It was reported that as of 4:30 am on (B)(6) 2013, m300 device data was no longer shown at the infinity central station (ics). The offline status was not displayed nor was any alarm at the ics triggered. Around 5:30 am, the night nurse went to check on the pt, who was very restless. It was also reported that the nurse asked about the handling of the m300 in the intensive care unit (ICU) by telephone because she was not yet familiar with the monitoring system. It was reported that at about 6:40 am, the pt was found dead. (B)(4).

Manufacturer narrative:
Infinity m300 and infinity central station (ics) logs were provided to draeger for analysis. Based on the info provided, no device malfunction was found. The logs did not indicate any technical problems or network issues at the time of the event. The root cause for the reported issue is that the m300 device was in standby at the time of the event. While in standby, no alarms or waveforms were stored at the ics per design. Draeger assessed the risk for the reported issue and determined that there are no new or revised risks. No actions are planned by draeger at this time. Draeger will continue to monitor for similar reports of this issue.